Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bso due to cystocele, rectocele, vaginal vault prolapse, pelvic pain and sui. It was also reported that patient underwent another gynecological procedure on (B)(6) 2011 and mesh were implanted. It was reported that patient underwent mesh revision/removal. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and mesh was implanted. On (B)(6) 2011, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. It was reported that following insertion the patient experienced pain, urinary problems and dyspareunia. It was reported that patient underwent cystoscopy, abdominal sacral colpopexy on (B)(6) 2011 for sui and pop. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent surgical procedures on (B)(6) 2005 and mesh was implanted; and on (B)(6) 2011, another mesh was implanted. It was reported that she experienced pain, urinary problems dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent cystoscopy, and abdominal sacral colpopexy on (B)(6) 2011 for sui and pelvic organ prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.